Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed the active exhalation purge valve test step during testing. The device's active exhalation control module needs replaced to address the issue. Service quote has been provided to customer.